Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. Analysis was unable perform the occlusion test and excessive no delivery test. The motor passed motor test. However, the unit passed displacement test, rewind, and basic occlusion test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that they received motor error alarms. The customer's blood glucose was 318 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.